Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; curved opening, flat creases, yellow particles in shell, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified; a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening.

Event description:
Device has been explanted.